Event description:
The regional sales manager reported that the doctor had a problem with an ash split catheter not fitting through the introducer sheath during an insertion procedure. The doctor stated he pinched the sheath and he thought it might have kinked subcutaneously. The physician discarded the catheter and placed another brand of catheter in the pt.